Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment. It was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done on 5/20/98. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.